Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x unknown double pigtail biliary stent of unknown lot number involved in this complaint was not returned to cirl for evaluation. Therefore, a document-based investigation will be carried out. Document review: prior to distribution, all double pigtail devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the unknown double pigtail biliary stent could not be complete as the rpn and lot numbers are unknown. It should be noted that the instructions for use (ifu0045-7) states the following: ¿intended use: ¿to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that file was created to capture the off-label use that use of placing biliary plastic stent in wopn(walled-off-pancreatic necrosis) resulting in migration and bowel obstruction requiring intervention. Endoscopic transmural drainage of walled-off-necrosis is considered off-label use since the IFU clearly mentions ¿intended use: ¿to drain obstructed biliary ducts" a possible user error of exceeding the maximum 3 month indwell period is also noted here secondary to the off label use as the journal mentions ¿¿the patient recovered uneventfully but presented 1083 days later to the emergency department with abdominal pain, nausea, and vomiting.¿¿. The precautions section in the IFU states ¿¿ this device should not be left indwelling for more than three months or as directed by a physician¿¿ the minor bowel obstruction was due to the stent migration. However, the medical advisor has confirmed that the root cause for the complication can be attributed to the off label usage associated with the device. Root cause review: a possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. The patients required secondary intervention, small-bowel enterotomy to treat the complications. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
"Varadarajulu 2011, endoscopic placement of permanent indwelling transmural stents in disconnected pancreatic duct syndrome: does benefit outweigh the risks? Patient # 1: a (B)(6) male patient presented with wopn located in the pancreatic tail region. On eus, the gastric wall was dilated to 8 mm and two 10f, 4-cm double-pigtail stents were deployed. The patient recovered uneventfully but presented 1083 days later to the emergency department with abdominal pain, nausea, and vomiting. A CT scan of the abdomen revealed no pfc recurrence, but both of the double-pigtail stents were seen to have migrated to the distal small intestines causing a bowel obstruction. Exact rpn cannot be confirmed but possible rpns include: zss-10-4-rb, zebd-10-4, zso-10-4. File is being opened to capture off label use of placing biliary plastic stent in wopn resulting in migration and bowel obstruction requiring intervention / user error of leaving stents indwelling greater than 3 months.